Event description:
A hemodialysis impatient user facility has reported that during treatment a small hair was observed in one of the drip chambers of the bloodline. The hair was noticed as the pt's treatment was being initiated, before the pt's blood hit the dialyzer. The pt's blood was not returned. Estimated blood loss was 20 cc's. Pt had not adverse effects; no medical intervention was required. Sample is available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.